Event description:
The customer alleged the temperature light was out. The customer stated that no loads were processed and no injuries were reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the microprocessor pwa and performed a cycle. The unit met the manufacturer's specifications.